Event description:
It was reported that when the lugs for the femoral implant were being drill the sizer broke. No injuries or delays reported, no more information available.

Manufacturer narrative:
The associated device was returned and evaluated. A visual inspection of the returned device could not confirm the stated failure mode. The device did have excessive wear in the cutting slots and drill holes. The device was manufactured in 2006 and exhibits signs of extensive wear/ usage. A review of complaint history did not reveal additional complaints for the listed batch. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.